Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor is alarming. The customer stated she has been receiving sensor error and threshold suspends; she keeps pressing esc and act and the alert stops and then comes back on. The customer's blood glucose was 45mg/dl. Customer stated she drank a juice and ate a sandwich to help with low blood glucose. Customer stated they were unable to runt test plus procedure. Advised customer to monitor and if alert persist call back.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed the test.